Manufacturer narrative:
No product problem or systemic issue was identified. The discrepancy may be due to the difference in sensitivity and detection technologies between the liat and the diasorin focus test. Reviewing the curves for both target channels, it can be confirmed that both results are indicative of true positive results. The curve and CT value suggest that the sars-cov-2 target is at the limit of detection (lod), which is why the results wavered on the diasorin focus platform. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant influenza a results for one patient sample when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The initial test sample with the cobas® liat® (sn: (B)(4)) was influenza a and sars-cov-2 positive. Upon a retest with diasorin focus, the result was influenza a positive. No apparent harm or injury occurred in relation to the event. The sars-cov-2 result was reported as "equivocal". An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.